Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The caller reported via phone call that the insulin pump had a button error alarm. The caller stated that condensation was visible under the display. Blood glucose level at the time of the incident was 63 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.